Manufacturer narrative:
Mfg. Lot build review - a review of the mfg. Lot build database for the three "potential" lot number was performed. The results recorded lot# 3265974 (mfg. 05/2016) (B)(4) units; 3200037 (mfg. 03/2016) (B)(4) units and lot# 3254636 (mfg. 05/2016) (B)(4) units; all mfg. Tested inspected and released. There were no exception documents generated. Pending receipt of involved devices.

Event description:
Complaint received reporting leakage issue with use of unspecified dialysis set-ups where d1000 tego connectors were in use. Initial information reports there have been four incidents where clinicians found "..tego caps leaking on the side during hemodialysis. Treatment. Staff has to interrupt treatment to change affected product for patient safety." There were no reported patient injuries and or adverse consequences. The tego connectors were removed and replaced with no further issues encountered.